Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch select mini meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 1-2x daily and his results are usually 5.5 mmol/l to 7.5 mmol/l. The patient manages his diabetes with humalog insulin (16 units in the morning and 14 units at lunch and evening) and lantus insulin (44 units in the late evening). The alleged issue began in (B)(6) (year not specified) before lunch. The patient obtained a blood glucose result of ¿18 mmol/l¿ with the subject meter. Based on the alleged result, the patient administered self an increased dose of humalog insulin (20 units). About 2 ½ hours later, the patient claimed he felt low blood glucose symptoms of sweating, shaking and ¿felt bad.¿ the patient took glucose tablets as treatment and felt better after. The patient denied testing with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/28/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/15/2013 and 10/17/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.